Event description:
There was a problem at the customer site with the pt database. The reference image would disappear, and at times an iviewgt image would also disappear. It was also found that the image taken for one pt wold be affected to another pt in the iviewgt database.

Manufacturer narrative:
There were no pts being treated at the time this internal problem was found. The hardware and software has since been changed, and we are awaiting customer feedback on this issue. As soon as this is completed, more details and a conclusion will be provided.